Event description:
It was reported that "catheter rupture". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a catheter body with a hole observed with biological material observed inside the hole. The complaint of a ruptured catheter body was able to be confirmed by the photo. The image shows a used catheter with a rupture consistent with over-pressure of the catheter body. The catheter body is also damaged/deformed proximally adjacent to the rupture. The rupture is observed to be between the 30 and 35 markings on the catheter body. A complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter rupture". There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown.